Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a synergy ous mr 2.50 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage; the first two proximal stent struts were damaged and lifted in a distal direction. The remainder of the stent was undamaged. The crimped stent outer diameter of the undamaged section of the stent was measured and was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a kink at approximately 660mm distal to the strain relief. An examination of the shaft polymer extrusion identified a midshaft kink at approximately 70mm distal to the hypotube/midshaft bond. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 31-mar-2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 2.50 x 24 synergy¿ drug eluting stent was advanced to treat the lesion; however, after many attempts the stent still failed to cross. The physician changed it to a shorter size 2.50 x 16 synergy¿ stent but also failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.